Event description:
Philips received a complaint from the service engineer reporting that while servicing the v60 device, it was found that the ventilator was missing labels (unspecified). There was no patient involvement when the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
A service engineer (se) noted that the labels to display option usage were the ones reported missing. The labels were added to the device. The device was returned to use. As the label referred to in this complaint does not include any instruction for use or warnings and is not critical to the performance or usage of the device, the incident is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury were it to recur. The product UDI is also corrected.